Event description:
There was an allegation of questionable elecsys estradiol ii assay and elecsys progesterone ii assay results due to a sample mismatch with the cobas e411 disk. The customer placed patient a in disk position 21 and patient b in disk position 22. Both samples were manually programmed to run estradiol and progesterone. Reportedly the system detected that positions 21 and 22 were occupied with samples for testing. The system did not perform testing with patient a's sample and there were no results for estradiol or progesterone. For patient b, the system generated an estradiol result of 1843 pg/ml and a progesterone result of 0.705 ng/ml. The customer performed repeat testing with the samples due to no results being generated for patient a, and the results for patient b did not match the patient's history. The initial results were not reported outside the laboratory. The customer placed patient a in disk position 2 and patient b in disk position 1. For patient a, the system generated an estradiol result of 1873 pg/ml and a progesterone result of 0.761 ng/ml. For patient b, the system generated an estradiol result of 352 pg/ml and a progesterone result of 0.391 ng/ml. The elecsys estradiol ii assay and elecsys progesterone ii assay reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer determined the estradiol results from the second testing attempt were correct. The investigation is ongoing.

Manufacturer narrative:
The investigation performed a reproduction test based on the system's data files, and the investigation did not find a sample mismatch. The investigation believed that the sample mismatch could have occurred due to the samples being erroneously placed in the sample disk. However, as no barcode was provided for investigation, the investigation could not confirm if the samples were actually arranged in an erroneous manner. The investigation did not identify a product problem. The cause of the event could not be determined.